Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. UDI: (B)(4), upc = (B)(4), lot number = 3458b, expiration date= na. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 11, 2018. This is 1 of 4 medwatches being submitted as four devices were involved in this event. See medwatch 8041154-2019-00084, 8041154-2019-00085, 8041154-2019-00086. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that after used four bab tough strips to cover a wound overnight, the bandages pulled her skin off when they were removed. The consumer sought medical attention and the doctor treated the wound and applied a butterfly bandage dressing. The consumer would return in two weeks to change the dressing. The wound was red, raw and still bleeding at the time of the reporting. This is 1 of 4 med-watches being submitted as four devices were involved in this event. See medwatch 8041154-2019-00084, 8041154-2019-00085, 8041154-2019-00086. The same patient is represented in each medwatch.